Event description:
It was reported that the stent foreshortened. A 6x120x130mm innova self-expanding stent was selected for use. Upon deployment, the stent foreshortened about 3cm. Post-dilation was performed using a 120mm balloon which confirmed the stent was almost 30mm shorter. The final stent placement was not ideal, but the entire lesion was covered. Post angiogram was fine. There were no patient complications and the patient was fine post procedure.